Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) inspected the system remotely and identified machine does not turn on and remains stuck. The remote service engineer (rse) suggested to replace the switch m cabinet mode, if the problem reoccurred recommended to replace the flex vision pc. No further information regarding the issue has been provided by the customer. No onsite service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not start. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting and remained blocked at initialization 00:00. Troubleshooting actions showed a problem with the m cabinet module switch. The fse replaced the switch and returned the system to use in good working order.